Event description:
During ptca of the right coronary artery, a stent was successfully deployed to address a dissection. An angiogram identified a dissection and possible thrombus just distal to the stent. Several unsuccessful attempts were made to cross the stent with various size balloons. Finally the catheter crossed the stent and several inflations were performed without difficulty. However, the physician was unable to pull the balloon back through the stent. After multiple inflations and deflations, pulling a negative pressure on the balloon, and advancing the guide catheter through the stent and over the balloon except for the distal portion, the balloon still could not be removed. The pt was subsequently sent for cardiopulmonary bypass.